Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/10/2014 with the following findings: the pump was returned with a torn audio bolus button cover. During testing, the audio bolus button was normally responsive. There was no visible evidence of moisture on the exterior of the bolus button. The bolus button cover was removed and corrosion was found on the bolus button contact. The leak test failed due to the audio bolus button.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (abb tactile changes w/moisture) issue. The reporter alleged that the audio bolus button was under-responsive and that there was evidence of moisture in the cartridge compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.